Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('reason for ER visit - device migrated') in a 24-year-old female patient who had essure (batch no. 12561920, 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Previously administered products included for an unreported indication: abilify, ortho novurn and seroquel. Concurrent conditions included overweight. In 2013, the patient experienced visual impairment ("vision/eye problems type: vision/see black spot- blurring") and vision blurred ("vision/eye problems type: vision/see black spot- blurring"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and alopecia ("hair loss/hair loss falling out in clumps"). In november 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety,"), anxiety ("psychological or psychiatric problems condition: depression / anxiety,"), migraine ("migraines / headaches"), migraine headache ("migraines / headaches") and nausea ("nausea"). In december 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In january 2014, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). In february 2014, the patient experienced abdominal pain ("pain stabbing abdominal pain, several ER trips"). In september 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/every period heavy pain and bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen - felt like something was pushing from inside out") and was found to have weight increased ("weight gain/weight gain loss (specify which one)"). The patient was treated with alprazolam (xanax), antibiotics and buprenorphine hydrochloride;naloxone hydrochloride (suboxone). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, migraine headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, visual impairment, fatigue, weight increased, ovarian cyst, alopecia, abdominal pain lower and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and migraine headache to be related to essure. The reporter commented: current weight 155 lbs. Discrepancy noted essure insertion date previously noted as (B)(6) 2013. There were 3 coils noted on the right side and 2 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - in december 2013: total bilateral occlusion. Healthcare provider told that procedure was a success. Hysteroscopy - on an unknown date: bilateral ostia visualized. Lot number: 12561920 manufacture date: 2013-01 expiration date: 2015-11. Lot number: 12564598 manufacture date: 2013-01 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('reason for ER visit - device migrated') and genital haemorrhage ('gen. Abnorm bleed') in a 24-year-old female patient who had essure (batch no. 12561920, 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, hematuria, nephritis, arrhythmia, hyperkalemia, paresthesia, constipation, pelvic inflammatory disease, sinus infection, dizzy, ankle swelling, right lower quadrant pain, complication of pregnancy and abortion threatened. Previously administered products included for an unreported indication: abilify, ortho novurn and seroquel. Concurrent conditions included overweight. Concomitant products included aripiprazole from (B)(6) 2014 to (B)(6) 2017, lurasidone from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, quetiapine fumarate (seroquel) from (B)(6) 2015 to (B)(6) 2017 and thioridazine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety/ psych injury") and anxiety ("psychological or psychiatric problems condition: depression / anxiety,"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/every period heavy pain and bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), alopecia ("hair loss/hair loss falling out in clumps") and pelvic pain ("pain pelvic"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast"). In 2013, the patient experienced visual impairment ("vision/eye problems type: vision/see black spot- blurring") and vision blurred ("vision/eye problems type: vision/see black spot- blurring"). In (B)(6) 2014, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). In (B)(6) 2014, the patient experienced abdominal pain ("pain stabbing abdominal pain, several ER trips"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen - felt like something was pushing from inside out") and was found to have weight increased ("weight gain/weight gain loss (specify which one)"). The patient was treated with alprazolam (xanax), antibiotics and buprenorphine hydrochloride;naloxone hydrochloride (suboxone). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, visual impairment, fatigue, weight increased, ovarian cyst, alopecia, abdominal pain lower, vision blurred and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Discrepancy noted essure insertion date previously noted as (B)(6) 2013. There were 3 coils noted on the right side and 2 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Healthcare provider told that procedure was a success; on (B)(6) 2014: results: total bilateral occlusion. Hysteroscopy - on an unknown date: bilateral ostia visualized. Lot number: 12561920 manufacture date: 2013-01 expiration date: 2015-11 lot number: 12564598 manufacture date: 2013-01 expiration date: 2015-12 concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pelvic pain, vaginal bleeding, urinary tract infection , migraine headache, depression, ovarian cysts, fatigue, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: summons, pfs and mr received - new events added "pelvic pain", "pelvic inflammatory disease" and "general abnormal bleeding". New reporter information added and patient's information updated. Medical history, lab data and concomitant drugs were added. Incident we received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('reason for ER visit - device migrated') in a (B)(6) female patient who had essure (batch no. 12561920, 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Previously administered products included for an unreported indication: abilify, ortho novurn and seroquel. Concurrent conditions included overweight. In 2013, the patient experienced visual impairment ("vision/eye problems type: vision/see black spot- blurring") and vision blurred ("vision/eye problems type: vision/see black spot- blurring"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and alopecia ("hair loss/hair loss falling out in clumps"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety,"), anxiety ("psychological or psychiatric problems condition: depression / anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti, yeast") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). In (B)(6) 2014, the patient experienced abdominal pain ("pain stabbing abdominal pain, several ER trips"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/every period heavy pain and bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen - felt like something was pushing from inside out") and was found to have weight increased ("weight gain/weight gain loss (specify which one)"). The patient was treated with alprazolam (xanax), antibiotics and buprenorphine hydrochloride;naloxone hydrochloride (suboxone). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, visual impairment, fatigue, weight increased, ovarian cyst, alopecia, abdominal pain lower and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted essure insertion date previously noted as (B)(6) 2013. There were 3 coils noted on the right side and 2 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Healthcare provider told that procedure was a success. Hysteroscopy - on an unknown date: bilateral ostia visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs and mr received ¿ new events device migrated, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, yeast, psychological or psychiatric problems condition: depression / anxiety, migraines / headaches, nausea, dysmenorrhea (cramping)/every period heavy pain and bleeding, dyspareunia (painful sexual intercourse), pain stabbing abdominal pain, several ER trips, vaginal discharge, vaginal discharge, fatigue, weight gain/weight gain loss (specify which one), other injury(ies) or complication (s) please describe: ovarian cysts, hair loss/hair loss falling out in clumps and lower abdomen - felt like something was pushing from inside out were added. Product information lot number, indication and essure insertion date were added. Patient information date of birth, height and weight were added. New reporter and consumer address were added. Medical history, lab data and treatment medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.